Event description:
The technician alleged the intermediate side rails will not raise and latch. No pt impact.

Manufacturer narrative:
The technician found the side rail center arms are broken on both intermediate side rails. The technician replaced both intermediate side rail center arms to resolve the issue.